Event description:
Customer reported experiencing multiple intermittent occlusion alarms. Customer's blood glucose level was notably high, reported at above 600 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi), changed the infusion set and cartridge, and resumed insulin delivery. Customer did not require third-party assistance. To resolve the issue, replacement infusion set and cartridge were sent to the customer.